Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus india. Olympus india reported, "no image on monitor from y/c and video output port. It is due to faulty main board. Hence main board needs to be replaced." The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it is presumed that the video output stopped from the main board due to the accidental failure of the electronic components involved in the y / c output and video output of the main board.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device disappeared. There was no report of patient injury associated with the event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and the electrical circuit board was defected.